Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and fatigue and was unable to self-treat and received treatment of glucose provided by a non-healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.